Event description:
It was reported that the customer is in psychiatric hospital and has gone into diabetic ketoacidosis six times. No troubleshooting was done as the nurse didn't have the insulin pump with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.